Event description:
It was reported that a new user of the ilet bionic pancreas experienced hyperglycemia with a glucose reading of 270 mg/dl after a meal announcement, and the value decreased to 200 mg/dl by the end of the call after education on device use, including pause, wake up, and unlock functions. Customer care provided support that included troubleshooting and user education. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction, with the event plausibly related to early adaptation while the system learns the user. No symptoms associated with elevated blood glucose reported. Outcomes included no medical intervention, and no emergency treatment. It was concluded that the cause of the hyperglycemia is unclear and that the device operated as designed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.